Manufacturer narrative:
(B)(4). G2: foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a revision surgery 6 months after the initial implantation due to a nail that broke off at the lag screw hole area, the implants that were implanted at the initial were removed and a bha was performed. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
His follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b5; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. A review of the raw material certificate confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. As per correspondence received by the surgeon, a possible contributing condition to the reported issue is a lack of bone fusion. However, with the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a revision surgery 6 months after the initial implantation due to a nail that broke off at the lag screw hole area, the implants that were implanted at the initial were removed and a bha was performed. The doctor suggested that the cause could be a bone fusion failure. Due diligence has been completed for this complaint, to date no product has been received.